Manufacturer narrative:
The device referenced in this report has not been returned to olympus for evaluation. The investigation is ongoing. The definitive cause of the user¿s experience cannot be determined at this time. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, that the evis exera iii xenon light source exhibited error code e103 and e102 lamp error. The event occurred during a colonoscopy/gastroscopy procedure. It was reported that the procedure was completed using another device. There was no patient harm or user injury reported due to the event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the legal manufacturer's investigation, e103 error was replicated and e102 error was not replicated. It can be noted that e102 error is an error that notifies cvs when the light source unit detects that the main lamp has turned off. While e103 indicates that the clv-lamp failed to light. This occurs when the main lamp cannot be turned on. Other incoming inspections findings were as follows: it was determined that a lamp other than olympus was installed, the lamp life was 500h or more, dust was confirmed inside the housing, and there was a possibility that the device inside the housing has overheated. The instruction manual identifies the following related verbiage which could have prevented the phenomenon: ¿never install a lamp that has not been approved by olympus. The use of a nonapproved lamp can cause damage to the light source and ancillary equipment, malfunction or a fire.¿ olympus will continue to monitor field performance for this device.